Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon device retrieval, the stent dislodged outside the patient's body. The physician changed the device with another device to finish the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: there were no defects noted on the tip profile. A visual and microscopic examination of the device showed that the stent dislodged outside patient as no stent was returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. An examination found that there were various hypotube kinks along the length of the unit and a break in the hypotube approximately 370mm distal to the strain relief. Hypotube kinks and breaks are consistent with excessive force being applied to the device during handling or use. There was no stent returned for analysis. This may be linked to excessive force being applied to the device during handling or use. The markerbands were examined and no defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x24mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon device retrieval, the stent dislodged outside the patient's body. The physician changed the device with another device to finish the procedure. No patient complications were reported and the patient's status was stable.